Manufacturer narrative:
(B)(4). Service/device history review: the device has not been previously sent into service for the reported condition of "faulty display". A device history review was performed, finding that no exceptions were noted during the manufacturing of this device. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The facility representative reported to baxter (B)(4), a colleague infusion pump with a faulty display. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. This device is a p1.7 colleague pump with a user interface module software version of 8.11.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a faulty display was confirmed and duplicated during product evaluation. The root cause was identified to be due to a faulty main display. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should additional information be received, a follow-up medwatch will be submitted.